Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the cause of the high impedances was unknown, there were no actions/interventions to resolve the issue, and the patient issues had not been resolved. The information was confirmed with the physician. There were no further complications reported.

Manufacturer narrative:
(B)(4).if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section 'device' information references the main component of the system and other applicable components are: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2018, product type: extension. Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. Additional review indicates that information from manufacturer¿s report #3004209178-2018-15425 was already reported in this report (#3004209178-2018-09723). Any additional information regarding that event will be submitted as a supplemental submission to this report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a healthcare provider (hcp) via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for parkinson¿s dual and movement disorders. The rep reported that the extension set screw block spun when trying to screw it in. The rep reported that the hcp tried to disconnect and reconnect the extension wire multiple times and ultimately the extension was replaced which resolved the issue. Additional information received from a manufacturer representative (rep). The rep reported that the cause of the extension set screw block spinning when trying to tighten it was not determined and that the procedure was for a revision due to open circuits. The rep reported that during the procedure the extension was damaged and needed to be replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a rep regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual, movement disorders. It was reported that high impedances were recorded on three contacts on the left side. Diagnostics done were the impedances being checked. No actions were taken to resolve the issue. There were no further complications reported.